Event description:
A malfunction alarm identified as "malf 0" was reported, and there were no notable events that occurred before the issue. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl (27.7 mmol/l). The customer contacted technical support, which provided instructions for resetting the pump.